Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold was observed during follow-up in clinic. Lead was explanted and replaced. Patient's condition was stable before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.